Event description:
The malfunctioning needles have been having basically the same issues. The main problem is that when it is attached to the machine, it runs through a test phase just fine, then when it goes to biopsy mode, it loses suction and does not open or close. For this case, we had two of the handpieces that failed in this manner and the whole system needed to be changed out because the handpieces are unusable if we do not have suction. There have been a couple events in which the needles failed in the test phase--but this has not been consistent. We would like to return these failed devices to hologic for inspection upon receipt from them of return instructions.